Event description:
It was reported to philips that the system's wired footswitch was intermittently not triggering x-rays, which can impact imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information acquired, the procedure was completed by using wireless footswitch. A philips field service engineer (fse) inspected the system on-site and confirmed the reported event. During troubleshooting, fse found that there was a broken mount on the table. To resolve the issue, fse replaced the new mounting kit (d-sub pin sets replacement) and re-attached the footswitch cable and installed new cable ties for strain relief. After replacing the new mounting kit and re-attaching the footswitch cable, the system was returned to use in good working order. The instructions for use for the allura device states that if a loss of live image occurs during a procedure due to wired footswitch not working, the wireless footswitch or the optional handswitch may be used to perform x-ray radiations in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device is not likely to cause or contribute to death or serious injury if it were to recur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable.